Event description:
It was reported by the service report that there was a reduction of brake force and the scale was inaccurate. There was no pt involvement or any adverse consequences.

Manufacturer narrative:
Scale inaccurate.